Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Log reviews were completed to determine what instruments were used during the procedure. Further reviews revealed that all instruments were used in subsequent procedures. Instruments used, date of last use, and number of lives remaining: fenestrated bipolar forceps (470205-17) (lot# n14190812-0040) last used: (B)(6) 2020 - lives remaining: 6. Monopolar curved scissors (470179-19) (lot# n12190812-0063) last used: (B)(6) 2020 - lives remaining: 1. Prograsp forceps (470093-11) (lot# n10191119-0080) last used: (B)(6) 2020 - lives remaining: 8. Large needle driver (470006-12) (lot# n10190826-0016) last used: (B)(6) 2020 - lives remaining: 0. Large needle driver (470006-12) (lot# n11190722-0226) last used: (B)(6) 2020 - lives remaining: 8. Maryland bipolar forceps (470172-16) (lot# n11190819-0080) last used: (B)(6) 2020 - lives remaining: 4. A site review was completed, and as of the date of this report, no instrument used during this procedure has been returned to isi for analysis. An engineering review of the system event logs of (B)(4) was completed and identified that a non-recoverable error occurred which left the system in a faulted state where all of the arms locked into position. Per design, if there is a mid-procedure restart, and any of the sensors detect the presence of an instrument, the instrument arms will not move and the instrument carriage will not retract. When the system was restarted, the software checked for the presence of instruments on the arms. The check indicated that there was no instrument on arm 1, 3, and 4. The check indicated there was an instrument on arm 2. Instrument removals were identified in the logs by the instrument sensors moving from a ¿present¿ to ¿not present¿ state. Since none of the sensors on arm 1, 3, and 4 were sensing the presence of an instrument, the carriage (that holds the instrument) retracted back all the way to the top. It is possible (though cannot be verified with the information available), that a user dislodged the instruments from the arm but did not remove it completely, resting it in a way that did not trigger any of the sensors. Per the da vinci xi user manual: if a non-recoverable fault occurs during a procedure, you can restart the system without having to remove instruments and endoscope from the patient. Press the power button on any system component to power off the system. It is not necessary to remove instruments or endoscope. The system takes several seconds to shut down. When complete, all system power buttons will be lit amber, indicating standby mode, and readiness for restart. Press the power button on any system component to restart the system. Note: during system restart, video is temporarily unavailable at the surgeon console viewer and touchscreen monitor. Note: if the fault cannot be cleared by a system restart, contact intuitive surgical technical support. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a suture needle was dropped inside the patient and was retrieved. No fragments of any davinci instrument fell into the patient. However, at this time, the root cause of the customer reported failure mode is unknown. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. There were two instruments (large needle drivers) in use at the time of the event that may have been holding the needle that was released, contributing to the reported event. There is no way to determine which of the instruments was holding the needle at the time that it fell inside the patient. Refer to the report with patient identifier (B)(6) for the other large needle driver. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that when power cycling the system to resolve error 31014, the instrument moved to the back of the axis 3 range of motion and shifted. The customer informed the technical service engineer (tse) that when the instrument arms "backed out," a needle that was being held by one of the instruments released and fell into the abdomen. The customer explained that the surgeon found the needle laying on top of the patient¿s bowel. No patient injury was reported. The customer stated that nobody had released the instrument from the universal surgical manipulator (usm) prior to the power cycle or interfaced with the instrument while the system was powering on. The surgeon continued the case, and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that when they power cycled the system, no instruments were removed, and on power up, a suture needle that was being held by an instrument fell inside the patient. The surgeon was able to recover the suture needle with a needle driver instrument and was able to continue with the case. The nurse confirmed there was no patient injury or harm, as the surgeon was able to continue. The robotic coordinator stated that the procedure conducted during the reported issue was a prostatectomy and was performed on a (B)(6) year old male that weighed (B)(6) kg. The robotics coordinator noted that she could not recall what instrument was holding the suture needle before it fell. No fragments of the actual davinci instrument fell inside the patient. The procedure was completed with no patient injury or harm. The field service engineer (fse) followed up with the customer and confirmed that they completed the case with no further issues, and planned to proceed with cases scheduled the following day. The fse spoke with the customer again and confirmed the system was functioning and cases on (B)(6) 2020 and (B)(6) 2020 were completed with no further issues.